Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a loose hair on the inside of the sealed packaging. The reported condition was verified. The cause of the condition was determined to be contamination of the product during assembly/packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the a hair was found inside the sealed packaging of non-vented high-volume inlet. This was noted before use. There was no patient involvement. No additional information is available.